Event description:
It was reported that the transmitter power cord melted because the transmitter connected to an extension cord caught fire. The transmitter was removed and replaced. There were no patient involvement.

Manufacturer narrative:
The field complaint of a melted ac power adapter was verified. The visual inspection confirmed burnt/melted damage to the plug adapter of the ac power adapter and revealed no damage to the transmitter. After opening the ac power adapter no burnt components were observed on the main circuit board, or to the inner casing of the ac power adapter. Upon opening the transmitter no burnt components were observed. Tested unit with working ac power adapter and unit successfully powered on. High current flow through the ac wall power outlet damaged the ac power adapter causing the no power issue.